Event description:
It was reported that the patient's pump had been alarming for one week. Shortly after the alarm began, the patient experienced cold sweats and diarrhea. The patient was fine at the time of the report and was contemplating having the pump removed. It was also noted that the patient had an unrelated surgery around the time frame of the alarm first occurring. The patient didn't believe any equipment was used during the surgery that would have adversely affected the pump. A health care provider reported that a motor stall was confirmed and that no motor stall recovery was recorded. The date of the stall was not reported. The pump was used to deliver baclofen and dilaudid (concentration and dosage not reported). Additional information has been requested from the hcp, a follow-up report wil be sent if additional information becomes available.